Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 2-december-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the sample height detector. The fse ran the "sample sensor 25" test, all cups and tubes properly recognized. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective sample height detector.

Event description:
On (B)(6) 2016, a customer reported sample level errors and tube detect lever not springing back with the aia-360 analyzer. The customer is unable to run ctni 2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.